Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the esophageal varices using pod packing coil (pod pc). During the procedure, while attempting to advance a pod pc out of the introducer sheath, the pusher assembly was inadvertently bent. Therefore, the pod pc was removed. The procedure was completed using ruby coils. There was no report of an adverse effect to the patient.